Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019 the plate (04.503.740s) was broken near the median excision plane after 1 year from right mandibular condylar excision surgery on (B)(6) 2018. The plate was reconstructed after right mandibular condylar area resection, screws were left in as they were. The surgery was completed without a surgical delay. Concomitant device: unknown screws (part# unknown, lot# unknown, quantity# unknown). This report is for one ti matrixmandible 7x23 angle recon pl right 2.5mm thick. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil, selected flow: damaged. Visual inspection: the plate is broken apart as reported.there are very deep nicks from a bending tool in the area of the fracture visible. The anodized layer is worn away at the damages which indicates that they were caused post-manufacturing. No other visual damage could be observed at the blade. All features related to the reported complaint condition were reviewed and no other issues were identified. Drawing/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Summary the complaint is confirmed as the plate is broken apart as complained. Based on the findings above a manufacturing related issue can be excluded. The several very deep nicks in a short distance next to the breakage indicate that the plate was exposed to high forces in this area. Also there are deep nicks on both sides of the plate in the fracture area. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected this mre review is for sterilization procedure only part: 04.503.740s , lot: l564103 , manufacturing site: selzach , supplier: (B)(4), release to warehouse date: sep. 08, 2017, expiry date: aug.01, 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile 04.503.740 / h433197 was manufactured in us, monument dec 31, 2019 a DHR review was not performed for this pi. This lot was manufactured by elmira. Please reassign this task to the correct group. Feb 07, 2020 (elmira) part number: 04.503.740, lot number: h433197, part manufacture date: aug 18, 2017, manufacturing location: elmira, part expiration date: n/a, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti matrixmandible 7x23 angle recon pl right 2.5mm thick product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device history review. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.